Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -11.5/+2.5/093 diopter, into the patient's right eye (od). This was performed on (B)(6) 2017. During injection/delivery, the lens tore/broke. On the same day the lens was exchanged for a lens of the same type, size, and diopter. As of the date of MDR submission, the lens has been returned but not yet evaluated.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a small vial. Visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue and debris on the lens. (B)(4).